Manufacturer narrative:
Received one (1) used 140019291 primary plum set and one (1) used. List #unknown, piercing pin extension w/ back check valves for inspection. No damages or anomalies noted. The set was leak tested per product specifications. No leaks observed anywhere along the fluid path. He product was primed per packaging directions and a flow test was performed using an ICU plum pump. There were no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of air in line was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information d9- product was received 7/14/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 phone contact (B)(6).

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. It was reported that the staff had to change the plum tubing during chemotherapy infusion because the pump was ringing several times to signal the presence of air. The nurse was unable to prime the line before rinsing because nothing flowed through the cassette. The line change involved: a change of plum tubing and associated device ¿tree¿; cytotoxic exposure for the patient and caregiver, as well as for the environment; and finally a loss of dose for the patient estimated at around 30ml (residual volumes of the device ¿tree¿, the plum tubing, the retrograde priming). Patient¿s condition before, during and after the incident: normal. No delay in therapy, no blood loss, no harm reported.